Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented with driveline power fault alarms. The alarm was able to be cleared using the system monitor. The event log displayed driveline power faults from 10:19 am thru 12:07 pm. It appeared to clear at around 12:13 pm as mentioned. There were no other unusual events seen within the log files and the device operated as expected. The controller and modular cable was exchange which resolved the alarms. No further alarms have occurred. Related MFR: 2916596-2023-01828.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarm was confirmed with the data retrieved from the returned system controller (B)(6). The log file captured driveline power fault alarm that was associated with a power b broken fault code. The alarm became active on 26mar2023 and the system was unaffected. The returned device was tested with laboratory equipment and no functional issue was identified that could be correlated to the driveline power fault alarm captured in the log file. The system controller was tested together with the returned modular cable (lot # 7436999) and, while manipulating the entire length of the wires, the driveline power fault alarm could not be reproduced. A root cause of the driveline power fault alarm could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿. Under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Heartmate 3 instructions for use under section f, safety checklists, replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.